Manufacturer narrative:
The rapid infuser has not been returned to belmont for investigation. When the rapid infuser detects a situation that is compromising effective infusion, the system stops pumping and heating, closes off the line the to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. The manufacturing records for this serial number were reviewed and nothing notable was observed; the unit has not been returned to belmont for service since it was shipped to the customer in 2017. The user facility did not report any patient harm. Without further information, it is difficult to determine what occurred in this incident. Should additional information become available, a supplemental report will be submitted.

Event description:
The hospital biomed relayed a report from the user that there was an "overheat incident" involving a belmont rapid infuser, ri-2. There were no additional details of the incident available.